Event description:
Pt underwent a caudal epidural steroid injection with a racz catheter. At the conclusion of the procedure, while withdrawing the catheter, a fragment of the sheath measuring less than half the length of the sheath sheared off and was retained in the caudal canal. The retained fragment was not visible at the skin and not palpable subcutaneously.